Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose between 500 to 600mg/dl. It was stated that the infusion set was removed and the cannula was bent, but the insulin pump did not alarm no delivery. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the wife to run a manual prime test and the insulin did exit. The time, date, basal rates were correct. It was stated that the customer does not use the bolus wizard to correct his sugar level and he just uses the manual boluses on the insulin pump. A tubing clamp was not available to complete the high pressure, but the customer insisted to run the test using pliers. The caller mentioned that the customer has lost 50 pounds and is fairly thin. No further information was provided.